Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 71211u117) was advanced to the mitral valve. Visibility was challenging, and grasping was difficult; however, the clip was deployed successfully. The second cds (80317u159) was advanced to the leaflets. When the second clip entered the left ventricle, the m knob was taken off which caused unexpected movement of the second clip. The clip became caught in the chordae. Standard troubleshooting was performed and the clip was freed. The clip was retracted too fast and interacted with the first implanted clip. The first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second clip was re-advanced deployed successfully. A third clip was deployed without issue for treatment of the slda. It was noted that visualization was difficult throughout the procedure. Three clips were implanted, reducing the mr to 2. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided the reported difficulty grasping and single leaflet device attachment (slda) appear to be due to a combination of patient morphology/pathology (restricted leaflet) and user technique/procedural circumstances. The reported device damaged by another device was a result of user technique/procedural circumstances as during the procedure, the second clip knocked into the implanted clip. Additionally, the poor image resolution issue was associated with challenging visualization throughout the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.